Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on (B)(4) 2017. The complaint of transmitter pairing failure was not confirmed. Data investigation could not confirm the problem. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, a transmitter pairing failed message occurred. No medical intervention was reported. Additional event or patient information is not available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.